Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no defects noted on the balloon. However, the catheter shaft was broken at 64.5 cm from the distal tip of the balloon .functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an occluder occlusion balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon came apart and had to be retrieved inside patient, though it is unknown how it was retrieved. At the conclusion of the procedure there was reported to be no harm to the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an occluder occlusion balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon came apart and had to be retrieved inside patient, though it is unknown how it was retrieved. At the conclusion of the procedure there was reported to be no harm to the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.